Event description:
It was reported the r waves were acceptable at implant and one day post operatively they measured smaller, but they appeared to be larger on paper. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).